Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures/current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical /procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified marginal circumflex artery. The lesion contained >90 degrees bend. A 2.50 x 48 synergy¿ drug-eluting stent was advanced to treat the lesion. However, when the physician advanced the device into the 80% stenosed left circumflex osteum, the stent came off the balloon. The physician was able to retrieve the stent using a micro snare. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.